Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2017 with blood glucose of 1009 mg/dl. Customer had symptoms of nausea. It was reported that sensor gave a reading of 285 mg/dl but customer's blood glucose was actually 600 mg/dl. Customer was off the pump prior to hospitalization for less than 48 hours. Customer was still hospitalized at the time of call. It was reported that the drive support cap appeared normal. Customer would call back when out of the hospital in order to perform troubleshooting. The insulin pump will not be returned for analysis.